Event description:
It was reported that this device is suspected of behaving in a manner consistent with a premature battery depletion. The estimated battery longevity was 6 years 5 months, at the last device check a year ago. Currently the estimated remaining battery longevity is 1 year. A request was made to have data from this device analyzed. A technical service (ts) consultant advised that the data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently this device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this device is suspected of behaving in a manner consistent with a premature battery depletion. The estimated battery longevity was 6 years 5 months, at the last device check a year ago. Currently the estimated remaining battery longevity is 1 year. A request was made to have data from this device analyzed. A technical service (ts) consultant advised that the data analysis confirmed the battery appeared to be depleting more quickly than expected. Subsequently this device was explanted, and a new device implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.